Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that, the patient experienced severe hypoglycemia while sitting on her couch. Unable to stand or speak coherently, her daughter called for emergency medical services. The event occurred on 17-jun-2024. The local emts found the patient's glucose levels to be low and administered 20 units of d10. The patient was then transported to the emergency room, where her blood glucose was measured at 100 mg/dl. During her ER visit, she was able to eat a peanut butter and jelly sandwich and was discharged after about two hours. The adverse event was not related to the device. The patient fully recovered from the incident. The event was considered serious as it led to medical intervention to prevent a life-threatening situation. No further information available.